Manufacturer narrative:
Initial and final (B)(4) - device 3 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced three infusion set tubing detached from connector event on (B)(6) 2024. The infusion set was in use for less than 48 hours. No further information available.